Event description:
It was reported there was battery depletion. It was noted no signs or symptoms. Diagnostic methods: inability to aspirate fluid; results: free flow of csf on (B)(6) 2011. The pump was replaced on (B)(6) 2011. The patient outcome was noted as resolved without sequelae on (B)(6) 2011. The pump was delivering lioresal.

Event description:
Additional information: it was later reported that on (B)(6) 2011 the following diagnostics were done, sideport tap resulting in free flow of csf and bolus through the pump with normal results.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient outcome as resolved without sequelae (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# serial# (B)(4) implanted: (B)(6) 2006 explanted: unk.